Event description:
The pt reportedly experienced a decrease in performance. Programming adjustments were made, however, the issue was not resolved. A CT noted a cholesteatoma pulling the array out of the cochlea. The pt's device was explanted.